Event description:
As reported, the tip end of a 6mm x 150mm smart vascular self-expanding stent (ses) delivery system dislodged after stent deployment inside of the patient. An unknown grabber was used to remove the dislodged tip. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging. The device will be returned for evaluation. Addendum: the device was returned with the distal tip of the smart ses delivery system separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the tip end of a 6 mm x 150 mm smart vascular self-expanding stent (ses) delivery system dislodged after stent deployment inside of the patient. An unknown grabber was used to remove the dislodged tip. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging. The device was returned for evaluation. A non-sterile "smart 120/150, vascular 6 x 150 mm" was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. A thorough inspection was performed on the unit observing a catheter tip separation condition. The stent is fully deployed and was not returned for analysis. No other outstanding details were observed. A microscopic analysis was performed to view the separated area of the catheter tip. According to the evaluation performed with the vision system, it appears the material was induced to a force that exceeded the material yield strength prior to the separation. The reported ¿catheter tip separated¿ was confirmed during analysis of the returned device; however, the exact cause cannot be determined. The separated edge shows an irregular pattern, and the elongations found on the material are commonly associated with material tensile overload. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported. However, device handling and procedural factors were likely contributing factors. According to the instructions for use, which is not intended to mitigate risk, ¿introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the access sheath or guiding catheter does not move during deployment. C. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ neither the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.